Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by "heavy abdominal pain" and cloudy fluid. The cause was not reported. It was not reported if the patient was hospitalized. The patient was treated with vancomycin (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.